Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) has a scratch. The scratch was noticed after the iol was implanted. The iol was left in the eye and will not be returned as it remains implanted. Doctor will take action if it proves problematic. Doctor is in fourth year of residency. Reportedly there was no surgical or medical intervention such as yttrium-aluminum garnet laser treatment (yag), explant or lens exchange. No further information was provided.

Manufacturer narrative:
Section a, patient information: a5: information unknown/asku. Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.